Manufacturer narrative:
The device history records are being reviewed. The sample has been received and is being evaluated. The investigation is currently underway.

Event description:
It was reported that the pta balloon was difficult to deflate after being used in the left distal superficial femoral artery and for restenosis within a stent. Reportedly, the balloon was inflated once in the sfa and then inflated once within a stent and then could not de deflated. Several attempts were made to deflate the balloon. After approx ten mins, the physician straightened the catheter shaft and repositioned the balloon and applied negative pressure again. The balloon was successfully deflated. The balloon catheter was removed through the introducer sheath without incident. Final angiography showed a complete occlusion of the lower leg; therefore, a thrombectomy was performed, successfully restoring flow to the lower extremity.